Manufacturer narrative:
Updated: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt observed during phase 3 testing the blender failed the balance regulator test for air 52 pounds per square inch (psi) and oxygen (o2) 48 psi. Value was beyond the limit of +-1%. As a result, the blender was replaced. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) blender failed balance regulator testing. There was no patient involvement.